Event description:
Related MFR reference: 3005188751-2013-00127. During an atrial fibrillation ablation procedure, a cardiac tamponade occurred and the pt subsequently expired. A transseptal puncture was performed with a brk transseptal needle and fast cath swartz introducer. A tacticath quartz catheter was advanced into the left atrium. A non-sjm catheter was placed near the pulmonary veins. After transseptal puncture and geometry creation, the pt became hypotensive. An echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed, which stabilized the pt; however, later that evening the pt developed a cardiac tamponade and subsequently expired in the operating room.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported pericardial effusion and subsequent death could not be conclusively determined. Per the IFU, cardiac perforation is a known inherent risk during the use of this device in the heart.